Manufacturer narrative:
Initial.

Event description:
It was reported that the patient was in a car accident during which the ilet pump and charger were damaged, including damage associated with the display, and replacement devices were arranged; the event was characterized as a device problem involving loss or failure to bond that necessitated starting the new ilet and allowing it to relearn. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage and a device problem of loss or failure to bond affecting the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.